Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that the revision surgery performed on (B)(6) 2022, due to pain and back-out of the cage after the primary surgery. However, the patient complained of pain again. Therefore, the second revision surgery was performed immediately after the revision surgery. The construct was extended to l3 with the verse. The second revision surgery was completed successfully without any surgical delay. The surgeon commented that the caused of the pain is unknown. At first, the surgeon thought that the pain was caused by back-out of the cage; however, the patient complained of pain after removing the cage. No further information is available. This report captures the event of patient complained of pain again after the revision surgery and related complaint (B)(4) reports the back-out of the cage occurred after the primary surgery. Then, the revision surgery was performed. This report is for unknown expedium verse screws this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown expedium verse screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.